Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The device history record did not reveal issues or problems related to the reported symptom code(s).a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen on the cycler. The screen was blank during dwell 3 of 4. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted cycler and the ok and stop keys lit up, but the screen remained blank. The reported issue(s) is not a result of the supplies. The cycler was replaced due to blank screen. The patient was advised to contact pdrn to inform of replacement. The patient was advised to discontinue use of this cycler. The patient will perform manual treatments in absence of the cycler. In a follow up, the patient confirmed there was no harm, intervention or adverse event associated with the blank screen. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.